Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction due to hole in pump itself.

Manufacturer narrative:
A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation between the ribs of the pump body. Testing revealed this to be a site of leakage. Quality concluded that sufficient stress(s) was exerted on the ribs of the pump body to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable.